Event description:
The hospital reported that during the middle of a saphenous vein harvesting procedure, the conical tip broke while being cleaned outside the pt's leg. A replacement device was used to complete the procedure. No pt complications were reported.